Event description:
International customer reports that an air leak was observed during initial activation of the device. The surgeon opines the presence of a pinhole. The device was disconnected and exchanged.

Manufacturer narrative:
Date sent to the FDA: 10/11/2007. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformance's and the batch met all finished goods release criteria.